Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right knee to address infection. Date of implantation: (B)(6) 2020. Date of revision: (B)(6) 2020; (right knee). Treatment: revision of tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since mrn 1818910-2020-19947 was found to be a duplicate report of mrn 1818910-2020-19543. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.